Event description:
From staff: patient in an ercp [endoscopic retrograde cholangiopancreatography]. Provider was going to insert stent in patient and when equipment was removed from packaging stent was detached. Unable to use. Equipment malfunction was noticed prior to proceeding.